Manufacturer narrative:
(B)(4). Baxter received one used set with silicone tubing cut apart with no cap (loose in pouch) on spike and no cap on patient connector. Visual inspection and functional testing were performed. This complaint could not be confirmed in the lab because the issue was not duplicated under lab conditions with the returned sample. The cause was undetermined.

Event description:
A physician reproted to baxter a conection issue related to uv flash transfer set found during use. The physician stated that the spike of transfer set was not connected with the port of twin bag during patient use. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown, therefore a batch review will not be performeda request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.